Manufacturer narrative:
The pump passed the rewind basic occlusion test, prime/compromised force sensor system test, and displacement test. However, the pump was received stuck in the motor error loop during bolus or basal delivery and the motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a cracked case at the display window corners and belt clip slot. The pump was also received with a minor scratched display window.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer does not recall if she received a motor position encoder error alarm. Customer stated that she does not use the sensor feature on the insulin pump and is able to complete the rewind sequence. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.